Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 67,613 joules. Also, it was reported that the fiber cap detached inside of the patient. And it was reported that the fiber cap was retrieved. No patient injury was reported. The device was not returned for evaluation.